Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the patient was admitted to the intensive care unit after undergoing pci for severe conditions including acute non-st-elevation myocardial infarction, cardiogenic shock, acute kidney failure, ventricular arrhythmia storm, electrolyte imbalance, acute respiratory failure, acute upper gastrointestinal bleeding, chronic heart failure with IV-grade cardiac function, pulmonary infection, hepatic failure, severe anemia, coagulation disorder, mixed acid-base imbalance, hyperlactatemia, and coronary artery disease. The patient developed ventricular fibrillation. During the third defibrillation, the defibrillator stopped working. Upon examination, it was found that the battery was dead. The defibrillator was immediately connected to the power source, which delayed rescue time almost leading to patient death. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator/monitor indicating that the patient was admitted to the intensive care unit after undergoing pci for severe conditions including acute non-st-elevation myocardial infarction, cardiogenic shock, acute kidney failure, ventricular arrhythmia storm, electrolyte imbalance, acute respiratory failure, acute upper gastrointestinal bleeding, chronic heart failure with IV-grade cardiac function, pulmonary infection, hepatic failure, severe anemia, coagulation disorder, mixed acid-base imbalance, hyperlactatemia, and coronary artery disease. The patient developed ventricular fibrillation. During the third defibrillation, the defibrillator stopped working. Upon examination, it was found that the battery was dead. The defibrillator was immediately connected to the power source, which delayed rescue time almost leading to patient death. There was no patient harm or injury reported to philips. Although no direct adverse event to the patient or user was reported, we are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed.

Manufacturer narrative:
This report is based on information provided by philips authorized service provider (asp) with an investigation documented by philips complaint handling. Analysis was performed by customer only. Based on the results of the analysis provided by customer, the root cause of the reported problem could not be determined. The issue was resolved by replacing the battery and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time.